Event description:
New information received notes that the lead was capped and replaced on 6/27/2018. The patient was stable before during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check post unrelated procedure, an alert for low lead impedance was observed on the left ventricular (lv) lead. Upon interrogation, it was noted that the impedance had dropped below lower limit. A left ventricular (lv) threshold test was performed and it was noted that the lead was unable to capture the left ventricle and was dislodged. The physician planned to reposition the lead. No date is scheduled yet. The patient was stable.